Event description:
As reported by the user facility: customer reports: did not infuse at set rate, no known patient injury. Customer has no information on what drug given, what rate set, what actual infusion rate was, what tubing used. Also customer does not known how to download the pump log. Sending unit in.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun (B)(4). The actual device has been received and the investigation is on going at this time. A follow up report will be provided when the investigation results become available.